Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brush head is coming off of toothbrush handle...not staying connected to the tooth brush...pulls out - oral-b [device breakage]. Case narrative: consumer via phone stated that the oral-b toothbrush head was coming off of the oral-b toothbrush handle. It was not staying connected to the oral-b toothbrush and pulled out. No injury was reported.